Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed a severe kink distal to the strain relief, kinking and creases along the sheath shaft, and a severe kink with twisting and multiple creases/kinked locations. No manufacturing non-conformities were identified. No relevant functional or dimensional testing could be performed as the sheath was fully expanded and exhibited several kinks. As part of the manufacturing process, the esheath device undergoes multiple inspections for diameter, working length, mechanical damage, and other defects. These inspections support a conclusion that it is unlikely a manufacturing non-conformance was the cause of the complaint. The complaint was confirmed for a kinked sheath shaft, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. Since no labeling inadequacies have been identified, no further corrective or preventative action is required at this time.

Event description:
After a successful transfemoral tavr procedure, some damage to the intima of the femoral artery occurred upon removal of the sheath, as noted by the surgeon, the vessel ¿concertinaed.¿ the artery was repaired with stitches and at last report, the patient was doing well. The patient's access vessel minimum luminal diameter (mld) measured 7mm. The vessel was mildly calcified and mildly tortuous. Per report, the vessel damage was attributed to the delivery system balloon getting caught on the top of the sheath during removal, which caused the sheath to kink.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the vessel damage was attributed to the delivery system balloon getting caught on the top of the sheath during removal, which caused the sheath to kink. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.